Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i03117 and h13i30102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to sepsis. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The same day as onset, the pt was diagnosed with peritonitis and hospitalized for the event. The pt was treated with vancomycin (dose and frequency were not reported), ip (intraperitoneally). The cause of the peritonitis was unknown. The pt was told she had three different types of infections (unspecified). Dianeal ambuflex therapy was ongoing during hospitalization. While hospitalized the pt experienced cardiac arrest, cardiac failure, c-diff (clostridium difficile), and hypotension. Subsequently, the patient died. At the time of death, the pt remained hospitalized and the peritonitis was ongoing and not improved. The cause of death was sepsis related to suspected bowel perforation. Dianeal therapy was stopped two days prior to death. An autopsy was not performed. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.